Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that a failure of the high voltage power supply (hvps) board led to the e433 error. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the electrosurgical generator to the service center for a separate issue. During the device analysis, the service repair technician indicated that a e433 error was found. It was determined that the faulty high voltage power supply (hvps) board needed to be replaced. There was no patient involvement.